Manufacturer narrative:
(B)(4). Carefusion technical support shipped the customer a replacement gas delivery engine, and issued a return good authorization (rga) number was also issued to the customer for the return of the alleged faulty user interface module for evaluation. As of march 26, 2015, the faulty user interface module has not been received by carefusion. Once received, evaluated, a follow-up medwatch report will be submitted. Information on patient involvement was requested, however carefusion has not received any updates.

Event description:
The customer emailed carefusion technical support to report a gas delivery engine (gde), that will not pressure calibrate. Pt involvement information was not provided by the customer.